Event description:
Same case as #2134265-2009-00424. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and a pt death occurred. The pt has been experiencing angina, therefore, an elective cardiac catheterization was performed. The 75% stenosed lesion was located in a moderately calcified proximal to distal left anterior descending artery (lad) and was predilated with a 2.25x1mm non-bsc balloon. Another MFR's 2.25x8mm stent was placed in the distal lad. The mid lad was predilated with a 2.75x20 non-bsc balloon. A kissing balloon technique was performed in the proximal lad and 1st diagonal branch with two non-bsc balloons and inflated simultaneously. Next, a taxus express2 2.5x8mm drug eluting stent was deployed at 18 atm's in the lad and a taxus express2 2.75x28mm drug eluting stent was deployed at 12 atm's in the proximal lad in an overlapping fashion. Stent placement was confirmed with ivus and stent apposition was good. An iabp and temporary pacemaker, that had been inserted at the beginning of the procedure, were removed and the procedure was complete. The pt had been on aspirin and plavix about 1-2 weeks prior to the procedure. Four days later the pt experienced chest pain and EKG changes and was brought back to the ccl where thrombus of the proximal to mid lad taxus express2 stent was discovered. An iabp and a temporary pacemaker were placed. The thrombus was removed with an aspiration catheter. Timi 3 flow was achieved, however, the pt's condition was "not good". The pt was intubated and a "wait and see approach" was taken. The pt developed ventricular tachycardia/fibrillation and went into shock two days later. Percutaneous pulmonary support (pcps), iabp were initiated and a temporary pacemaker was placed. One week alter pcps was discontinued and three days later iabp and the temporary pacemaker were discontinued. The pt had complications of "blood poisoning by the infections" and multiple organ failure. The pt passed away about a week and a half later. The "direct" cause of death was blood poisoning and multiple organ failure, however, in the opinion of the physician the relationship of the device to the event is unk. The pt did experience a decrease in cardiac function due to the thrombosis which may have influenced it.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.